Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose readings of over 600 mg/dl. Customer noticed that the reservoir sent was the incorrect size and did not notice. The customer experienced symptoms such as throbbing headache. The customer was treated with IV fluids. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed for high blood glucose and customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer was also advised that emergency supplies would be sent.